Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirting out while priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly were noted. Device passed basic occlusion test. Device failed prime/a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. (B)(4).